Event description:
It was reported that during a patient exam, after positioning the patient and getting ready to take an exposure, the c-arm moved from 90 to 94 degrees uncommanded. No injury reported. A field engineer was dispatched to the site and it was determined that recalibration of the tomo vta motion was needed.